Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 42-year-old female patient who had essure inserted for female sterilisation. Concurrent conditions were listed as menorrhagia, ovarian cyst, hemorrhage abnormal and pelvic pain female. On (B)(6) 2022, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (xi davinci robotic laparoscopic total hysterectomy with bilateral salpingectomy and left ovarian cys). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): boggy edematous uterus with essure implants in fallopian tubes, normal right ovary and hemorrhagic 3cm cyst on left ovary [pathology test] (date unknown): uterus, bilateral fallopian tubes, bilateral essure¿s, left ovarian cyst, hysterectomy and excision of ovarian cyst: endometrium: proliferative phase. Myometrium: unremarkable. Cervix: unremarkable serosa: unremarkable. Fallopian tubes: essure devices, otherwise unremarkable. Ovarian cyst: hemorrhagic corpus luteum and luetinized follicular cyst. Specimens: uterus, bilateral tubes, bilateral essure, left ovarian cyst. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Medical device removal. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 42-year-old female patient who had essure inserted for female sterilisation. Concurrent conditions were listed as menorrhagia, ovarian cyst, hemorrhage abnormal and pelvic pain female. On an unknown date, the patient had essure inserted. On (B)(6) 2022, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (xi davinci robotic laparoscopic total hysterectomy with bilateral salpingectomy and left ovarian cys). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): boggy edematous uterus with essure implants in fallopian tubes, normal right ovary and hemorrhagic 3cm cyst on left ovary. [Pathology test] (date unknown): uterus, bilateral fallopian tubes, bilateral essure¿s, left ovarian cyst, hysterectomy and excision of ovarian cyst. Endometrium: proliferative phase. Myometrium: unremarkable. Cervix: unremarkable serosa: unremarkable. Fallopian tubes: essure devices, otherwise unremarkable. Ovarian cyst: hemorrhagic corpus luteum and luetinized follicular cyst. Specimens: uterus, bilateral tubes, bilateral essure, left ovarian cyst quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.